Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had removal/revision procedures done on (B)(6) 2008 and (B)(6) 2008 in order to treat pelvic hematoma, pelvic abscess and complication of genitourinary device and on (B)(6) 2009 in order to remove a colostomy bag. (B)(4).

Manufacturer narrative:
(B)(4). It was reported (B)(6) 2008 that patient underwent vaginal mesh revision/removal and evacuation of hematoma/abcess, removal of foreign body and colporrhaphy. The further finding from (B)(6) 2008 operative report; rectovaginal exam revealed blood tinged purulent fluid draining from anterior rectal wall , 5 cm superior to anus with dehiscence of rectal wall due to edema. Graft was removed totally intact after bilateral arms were completely dissected free from entirety evacuated along with clots and foreign debris. Vaginal walls were identified and re-approximated. Sigmoid loop colostomy was placed due to the injury to tissue noted from prior surgery and its effects. Complications noted were rectum injury which was primarily repaired. The conference indicated probable diverting colostomy to allow healing of vaginal wall and then subsequent rectal reapproximation. On (B)(6) 2009 the patient was admitted for the enterovaginal fistula and small sinus tract to the rectovaginal space. Colostomy was placed. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh and advantage sling were used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.